Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaz1009 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the PICC was placed in the right basilic, arm circ 35cm, PICC 35 cm long/0 out ¿ cxr verification @ mid to lower svc (2-3cm from caj). The rn stated there was issues for several days prior to exchange and had cathfloed it. On the 7th day it completely stopped working. When they called me 7 days after placement I asked for a cxr. Tip was very proxmal svc (8cm from caj) original dressing still intact, PICC remains 0 cm out. PICC was exchanged. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the PICC malposition within the arm was confirmed, but the exact cause was unknown. One radiographic image was provided for investigation. The image was labeled ¿right¿ and showed what appeared to be a PICC in the upper arm area. The image provided a point of view that made the catheter appear folded back on itself in two locations. Each section that appeared to be folded back on itself exhibited varying contrast and brightness. The depth and curvature of the catheter in this region was indistinguishable. It was reported that the catheter stopped working on the 7th day, which could be attributable to the malposition. Any images taken at the time of placement were not provided for investigation. Based on the evidence provided for investigation, the exact cause is unknown. No other similar complaints with this lot were reported from other facilities. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. Potential contributing factors include insertion technique, patient anatomy, and patient movement. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
Facility reported to the sales rep that the PICC was placed in the right basilic, arm circ 35cm, PICC 35 cm long/0 out ¿ cxr verification @ mid to lower svc (2-3cm from caj). The rn stated there was issues for several days prior to exchange and had cathfloed it. On the 7th day it completely stopped working. When they called me 7 days after placement I asked for a cxr. Tip was very proxmal svc (8cm from caj) original dressing still intact, PICC remains 0 cm out. PICC was exchanged. No patient injury was reported.